Manufacturer narrative:
A representative went out to the site to preform system check out. It was noted that the representative completed all gain calibration and preformed multiple test spins and all images were prefect. The system was fully operational and no parts were replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used intraoperatively in a sacroiliac and thoracolumbar procedure. It was reported that while onsite addressing another case, he was informed that during a different case they had additional artifacts in the exam. No further details are known and there was a patient present.